Event description:
The customer alleged that there was a failure of the monitor to alarm, resulting in a pt death.

Manufacturer narrative:
(B)(4). The customer alleged that there was a failure of the monitor to alarm, resulting in a pt death. Based on the initial investigation, a review of the central station logs indicated that on (B)(6) 2011, at 08:39:05 until 10:44:14, there were 5 brady and 3 asystole alarms that were silenced by the user. The second asystole alarm annunciated from 08:55:44 until 09:31:51 and the third asystole alarm annunciated from 09:37:15 until 10:41:39, with alarm reminders annunciating every 3 minutes. At 10:44:25, alarms were suspended with arrhythmia alarms turned off for 3 minutes until they turned on automatically. The initial investigation supports that there was user error in that alarms were silenced and the pt was not given the therapy that was warranted. In addition, telemetry was used outside the limitations stated in labeling in that telemetry is to be used for ambulatory patients and this pt was having repeated asystole events. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.